Event description:
It was reported that during an lavh procedure, the device was used during the laparoscopic portion of the surgery. It worked well at first, however, when they tried to take the cuff down, the resident who was firing put a huge pedicle in the jaws at a difficult angle (in terms of force on jaw) and the jaws snapped - the device would not open or closed. The device was removed from the patient and a competitor product was used to complete the procedure. The uterine artery was hit, as they attempted to remove the device. Approximately 50cc's of blood was lost. Procedure completed with same/like device. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). The device was received in good physical condition with dried tissue and body fluids stuck in jaws. The tissue and body fluids were removed in order to test the instrument. Upon testing on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. It is possible that excessive body fluids and dried tissue influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.